Manufacturer narrative:
Product name unknown; product unspecified . As requested by the FDA, we have made note of the product code. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with an unspecified cook stratasis and a boston scientific precision speedtac on (B)(6) 2006, at (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.